Event description:
It was reported that the head extension was damaged due to broken load wheel casting. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.